Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tech stated that when the patient lets go of the joystick the chair will not stop only if on a ramp.